Manufacturer narrative:
PMA/510(k) # k182980 device evaluation the zib6-40-10-6.0 device of c1860575 lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint is related to pr 395473 which captures the fracture of a second zib6-40-10-6.0 stent of lot number c1861710, during the same procedure. Manufacturing records review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. An nc code (gen-100) was noted on the work order, this unit was subsequently scrapped and would not have contributed to this complaint issue. Historical data review the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label it should be noted that the instructions for use is ifu0040. There is no evidence to suggest that the customer did not follow the instructions for use or label. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression 1. The complaint of zib6-40-10-6.0 is confirmed. The right biliary duct zib6-40-10-6.0 and cbd zib6-40-10-6.0 fractured during post deployment angioplasty. Each stent was implanted alongside an additional stent. Localized overstretching from enmeshment of the adjacent stents and fixation in the fibrotic tumor was likely responsible. 2. The right duct stent was likely enmeshed in the left duct stent. Each was also anchored in fibrotic tumour. The stent elements just inferior the stenosis would have nonuniformly over expanded just inferior the stenosis. 3. Cdb zib6-40-10-6.0 and matching wallflex stent stretching was consistent with localised zib6-40-10-6.0 enmeshment in the wallflex stent. Wallflex stents elongate with compression. Cbd zib6-40-10-6.0 angioplasty would have compressed and elongated the adjacent wallflex stent. Any cbd zib6-40-10-6.0 stent elements enmeshed in the wallflex stent would have pulled inferiorly during angioplasty. The locally overstretched elements fractured. Root cause analysis a definitive root cause could not be determined however a possible root cause can be attributed to overstretching of the stent based on the imaging review. From the imaging review it was observed that each stent was implanted alongside an additional stent and anchored in fibrotic tumour. During balloon dilation, it is possible that the stent would have been pulled and overstretched due to enmeshment in the adjacent stent and fixation in the fibrotic tumour, leading to stent fracture of the overstretched segment of the stent. Confirmation of complaint complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation according to the initial reporter, following the deployment of 01 zib6-40-10-6.0 stent in the biliary tree, the stent fractured during balloon dilation. The fractured section of the stent was re-stented with an additional stent within the same operating procedure. Investigation findings conclude a possible root cause of localised overstretching from enmeshment in the adjacent stent and fixation in the fibrotic tumour as observed in the imaging review. Complaint is confirmed based on customer testimony and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due a image review being completed on the 07-jun-2023 and the completion of the investigation.

Event description:
Stents used: g37276 lots c1860575 x 2 + c1861710 x 1. The dr deployed 10mm x 60mm stents on both sides during a ptc procedure, although unfortunately this did not create patency initially as the tumour was very stiff, so I post-dilated the stents simultaneously with 6mm x 40mm balloons on each side. Disappointingly one of the stents fractured in this process, so I chose to restent the fractured section and extend both stents into the duodenum. I used one of the few wallflex stents we had in stock to reline the fractured stent and a zilver to extend the non-fractured side. At this point the biliary drainage was poor, probably from spasm at the ampulla, so I again gently dilated the new stents to 6mm. The newly deployed zilver stent again fractured during this dilatation, despite the use of a balloon much smaller than the stent diameter. Updated information received from the rep on (B)(6) 2023 in verbatim jil01: I failed to inform you that only 1 of the stents fractured upon post dilatation and I will confirm the lot# to you on friday when I meet with the dr. I am also collecting imaging from him to send in for investigation. These stents were also consignment stock so we would not need to replace these. We may need to credit that 1 that fractured after investigation although lets wait to see what the investigation uncovers from the scans. I did tick adverse event, however that was in relation to the notes made by the dr with regards to the poor drainage. Patient outcome: no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. Note from the rep: I did tick adverse event, however that was in relation to the notes made by the dr with regards to the poor drainage. Patient/event info - notes: reply from the customer was received on (B)(6) 2023 jil01. Are images of the device or procedure available? Yes. Was this a primary procedure or a recurrent procedure? Primary. If this was a recurrent procedure, what procedure had been performed previously? Technically an ercp had been attempted previously but the scope could not actually be negotiated into the duodenum. If other, please specify. Was a stent previously placed during previous procedures? No. If there was a stent already in place, was the complaint stent placed in the stent that was already in situ? N/a. Was the device used percutaneously? Yes. Where on the patient was the percutaneous access site? Upper abdomen (2x sheaths). Details of access sheath used (name, fr size, length)? Both 8fr 23cm brite tip sheaths (cordis). What was the target location for the stent? Rhd into cbd and lhd into cbd. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Super stiff amplatz wire, 035, non-hydrophilic. Did the patient exhibit difficult anatomy? Yes. Very stiff tumour which had probably had extensive local invasion (probably why unable to advance scope into duodenum). Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No, although this was only because both sheaths were advanced through the very stiff target lesion so that the delivery systems could be easily introduced and then uncovered by withdrawing the outer sheaths. How did the physician deal with the resistance encountered? N/a. Was the delivery system tracked around a tight angle in the patient anatomy? No. Was the delivery system damaged/kinked/twisted before or during the procedure? No. If yes, please specify: n/a. Please specify when this occurred. Was pre-dilation performed ahead of placement of the stent? No. Did the tip of the delivery system cross the target location? Yes. Was the handle pulled towards the hub during deployment? Yes. Was the delivery system pushed during deployment? No. Could the stent be fully deployed at the target location? Yes. Was the stent deployed smoothly / without resistance? Yes. If no, please detail any difficulty experienced during deployment. Was the lesion completely covered by the stent? Yes. Was there any device left through the stent post placement? Yes. If yes, please specify: 8.5fr internal-external biliary drain (cook). Was the stent fully deployed from the delivery system prior to removal? Yes. Was post-dilation performed after the placement of the stent? Yes with 6mm x 40mm balloons on both sides. If the stent is placed across the papilla, what is the length of the portion of the stent in the duodenum? Less than 1cm. Did the patient have any pre-existing conditions? Yes. If yes, please specify: locally advanced gastric cancer. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Two zilver 365 biliary stents (10mm x 60mm) were deployed initially, one from the rhd and one from the lhd. The stents were not patent initially with no flow to the duodenum so post-dilatation was performed. The right stent fractured during balloon dilatation to 6mm, so both stents were relined and extended into the duodenum with 10mm x 60mm stents on each side (cook zilver 365 on left, boston scientific wallflex on right). Again flow to the duodenum was not established initially so balloon dilatation to 6mm was performed. Unfortunately the newly placed zilver stent (on the left side) fractured during balloon dilatation. Flow to the duodenum was established, so no further intervention was required. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No. If yes, please specify what additional defect(s) were observed and where on the device this was observed: na.

Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.